Event description:
Revision surgery - due to the patient having pushed with his left arm to rise from bed; causing dislocation of operative shoulder. The patient was reduced on (B)(6) 2016 satisfactorily; dislocated again on (B)(6) 2016 while putting his shirt on. Patient non-compliance caused incident, not product.

Manufacturer narrative:
The reason for this revision surgery was a dislocation of the operative shoulder. The patient implant was in-vivo for 18 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The complaint states the patient pushed with left arm to rise from bed, causing the dislocation of the operative shoulder. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.